Event description:
It was further reported that a dermatologist told the patient they had a yeast infection from all of the antibiotics they had been on. The patient was out of town for the winter and had not seen their implanting doctor since implant.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2014-01-16 explanted: product type lead product ID 3777-75, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37712, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had a staph infection in the areas of their second implant since shortly after implant. It was noted, the patient was implanted with their second occipital nerve stimulator on 2014 (B)(6). It was further noted, the patient had been on oral antibiotics since (B)(6). The reporter stated, the patient saw a healthcare professional and they were just given antibiotics for another month. It was noted, the patient continued to have good pain relief with their stimulators, but they had been struggling with the staph infection. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).